Event description:
It was reported that an electrical reset had occurred on the device. No action was taken because all programmed parameters were still the same. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk file (B)(4), showed a partial reset counter of one. Firmware (fw) reason hexadecimal (hex) was 0000, the write data (wd) reason hex of 28, reset wd reason as the clock stop status, vdiffls status, on (B)(4) 2012.